Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m. Blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection. During the investigation, scratches on the outer housing of the m.blue, were determined. Permeability test. A permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The m.blue operates within the accepted tolerance in the horizontal but not in the vertical position. An slower outflow of m.blue in the vertical position could be determined. Adjustment test. The progav 2.0 and the m.blue were tested and are adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection. After dismantling of the valves, deposits were found in both valves. Results. According to the results of the investigation, a reduced outflow at the m.blue was detected. The visible deposits have led to the functional deviation. Furthermore, we can determine visible deposits in the progav 2.0. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. No further actions are required as a result of the complaint. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.